Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. The complaint allegation was not observed and kit testing passed qc release acceptance criteria. Additionally, this allegation is due to possible off-label collection kit in use and the sample is a very low titer where results are known to waiver. Re-tested samples using other platforms may reveal differences between the cobas® sars-cov-2/influenza a/b assay and the competitor platforms limit of detection (lod) which may explain the observed result discrepancies. Low levels of amplification were seen for each of these runs which could indicate a sample with a low viral load near the lod of the assay. Samples which contain this low quantity of viral material are expected to generate wavering results from run to run. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from spain alleged that they received potential false positive results for 4 patients¿ samples tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay analyzed on the cobas® liat® system (s/n (B)(4)). The customer reported that on (B)(6), 2021 run #1103, on (B)(6), 2021 run #1129 and on (B)(6), 2021 runs #1142 & 1143 all generated sars-cov-2 positive, influenza a negative, influenza b negative results for a patients¿ samples each run. A retest for each patient was performed on different platforms the agilent mx and biorad that generated sars-cov-2 negative, influenza a negative, influenza b negative results for each patient. The customer confirmed there was no allegation of harm to the patient. The negative results were reported out to the patients and/or personnel treating the patients. Four (4) mdrs will be filed one for each sample as per FDA guidance.